Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon, which indicates a potential issue with the patient's implantable cardioverter defibrillator (ICD). Additional information was received and confirmed that there was a red alert due to shock impedances out of range in the right ventricular channel. At this time, this system remains in service and there were no adverse patient effects reported.